Manufacturer narrative:
(B)(4). Visual evaluation of the returned device reveals that the suture on the blue with white stripe dilator is broken and the remainder of the suture with dart was not returned. The capio slim suture capturing device was not returned. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since the complaint is associated with a product which met specifications but most likely encountered anatomical or procedural factors which limited its performance.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a pelvic floor repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture broke and detached with the needle. The detached piece was left in the patient. The procedure was completed with another uphold lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.